Manufacturer narrative:
The event for heat was duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the motor assembly was corroded. This may cause the reported event.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.